Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported forward firing cannot be confirmed as hene (helium-neon) functional testing confirmed that the aiming beam was observed to be exiting at output window, as intended. The fiber metal cap exhibited mild charred debris adhesion which is indicative of prolong tissue contact. The observed proximal fracture of the fiber tip can occur due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glue failures. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing as analysis did not identify any damages to the tip with the potential for forward firing. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination noted the glass cap at the proximal end was moving independently from the metal cap, indicating a circumferential fracture at the proximal end of the metal cap. There was also some devitrification through the output window. The metal cap exhibited mild charred detritus adhesion on its surface which is indicative of heavy tissue contact during procedure. The fiber was functionally tested with the hene laser fixture. The testing conducted confirmed that the aiming beam was visible at the fiber output window, as intended. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Investigation conclusion: analysis of the returned fiber did not identify any defect that could have the potential for forward firing. Based on the observed proximal circumferential fracture, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The proximal circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted proximal circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of prostate, the fiber was forward firing after 83,999 joules with 7 minutes of use. A second fiber was utilized to successfully complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization of prostate, the fiber was forward firing after 83,999 joules with 7 minutes of use. A second fiber was utilized to successfully complete the procedure without patient complications.